Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump displayed an error message during preventive maintenance. There was no pt involvement. The sorin group field service rep performing the maintenance replaced the motor controller board and subsequent testing confirmed that the issue was resolved. The investigation is on-going. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump displayed an error message during preventive maintenance. There was no pt involvement.